Event description:
Narrative from staff: a lacrimal probe broke into two pieces during surgery. Both pieces were retrieved and saved. Narrative from op report: the inflamed fistula was followed across the base of the nipple with the lacrimal probe serving as a guide. There was no communication to the central as they exited the tip of the nipple. During retraction for the dissection, the wire portion of the probe became disconnected from its hub. The tract was removed with the wire portion of the probe. The tissue was sent fresh for immediate pathologic processing. The defect was then palpated and inspected.